Event description:
Healthcare professional reported "right side rupture" the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture, baker grade IV. The device was observed to be intact upon explant. The device has been explanted.